Manufacturer narrative:
Further information requested but not received.

Event description:
It was reported that patient presented for follow-up in clinic. It was noted that implantable cardiac defibrillator (ICD) went into back up mode. The device was reset successfully. Patient condition was unknown.